Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt380 adult dual heated evaqua2 breathing circuit was connected to an mr850 respiratory humidifier for 30 minutes but the airway temperature did not increase during this period. It was further reported that a "heater wire disconnect alarm" did not sound on the humidifier. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for inspection. The electrical resistance of the heaterwires of the inspiratory and the expiratory limbs were tested using a calibrated multimeter. Results: electrical resistance testing showed the expiratory heaterwire was within specification; however, inspiratory heaterwire was higher than specification. A lot check was not performed as lot information was not provided. Conclusion: high electrical resistance in heaterwires can be associated with insufficient connection of the heaterwire and the heaterwire pins during production, such that it is unable to provide continuity during the period of use. All rt380 adult breathing circuits are resistance and continuity tested during production, and those that fail are rejected. This suggests that the subject inspiratory heaterwire malfunctioned after release for distribution. (B)(4).